Event description:
It was reported that the patient felt no stimulation sensation and experienced a loss of therapeutic effect. The battery was full and the stimulator was turned on. The patient normally had the device around 2 to 3 volts, but could not feel stimulation up to 10.5 volts. Impedance measurements were a bit higher than normal, but within range. Additional information received reported that impedances over 10,000 ohms were seen on the lead. The lead and extension were replaced and the patient seemed to have very good coverage after the implant.

Manufacturer narrative:
Lead model 3888-28, lot# l32022, implanted: 1993 (B)(6), explanted: 2011 (B)(6), extension model 7495-51, (B)(4) implanted: 1993 (B)(6), explanted: 2011 (B)(6), medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.